Manufacturer narrative:
Concomitant medical products: 4470 lead, implanted: (B)(6) 2012; dtma1d1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve and diaphragmatic stimulation. The left ventricular (lv) lead was capped and replaced. No further patient complications have been reported as a result of this event.